Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient was injected with 1.5 ml of juvéderm® volux¿ xc in the jawline. 32 days later, patient experienced a large and inflamed nodule with no pain, no fever, and no signs of infection. The patient was prescribed prednisone & azithromycin 500mg tablets by the hcp.